Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at their ipg site. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model, and have their pocket relocated. The pain at the ipg has been resolved.